Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow occlusion issue on (B)(6) 2026. The insulin blockage is possible with any infusion set due to inflammatory or fibrotic tissue responses.the blood glucose level was high and the patient was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.